Event description:
It was reported that on (B)(6) 2024 during a selenia dimensions procedure the customer observed the c-arm automatically rotating without command. A field engineer examined the equipment and it was determined that the switch was sticking. All the pertinent switches were replaced and the system met the manufacturer´s specifications. No patient or staff injury reported.